Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. However, the svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, the rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to a cut and the outer insulation of the lead was observed to have blood ingression. The visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that upon explant, it was found that the right ventricular (rv) lead connector was not full inserted into the device. A rupture of the isolation between the coils and signs of torque were observed. It was noted that while the lead was implanted, all parameters were within the normal range. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID d234vrc implantable cardioverter defibrillator (ICD) (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.